Event description:
Dr implanted helex asd device for atrial septal defect in 2001. At user facility pt became allergic to nickel. Pt was not known allergic to nickel prior to implantation. Explanted via open heart surgery later in 2001. This device is "on-trial" study in the u.s.a.